Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n298342011 serial# implanted: (B)(6) 2011, explanted: product type catheter product ID 8709sc lot# n298342011 serial# implanted: (B)(6) 2011, explanted: product type catheter product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown h5: additional information had previously been reported in rr# 3004209178-2021-12781. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient had been having issues for years and the pump and catheter were going to be replaced on (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n298342011, implanted: (B)(6) 2011, product type: catheter; product ID: 8709sc, lot#: n298342011, implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(4), ubd: 21-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare provider and consumer via a company representative regarding a patient with an implantable pump for intractable spasticity and cerebral palsy. The pump administered fentanyl with concentration 280 mcg/ml at a dose rate of 134.69 mcg/day and baclofen with concentration 3800 mcg/ml at a dose rate of 1827.9 mcg/day. It was reported that as per the patient¿s mother, the patient has had multiple episodes of unresponsiveness that were becoming more frequent. It was noted that their physician was aware. The pump was interrogated and there were no alarms noted. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The emergency room (ER) physician ordered to stop the pump. The issue was not resolved as of (B)(6) 2019. The patient was without injury regarding their status as of (B)(6) 2019. Other medications (oral, etc.) The patient was taking at the time of the report was unable to be obtained. No surgical intervention occurred, and no surgical intervention was planned. The patient¿s weight and medical history were noted as having been requested but were unknown / would not be made available. Additional information was later received on 2019-nov-19 from a healthcare provider (hcp) and consumer via a company representative. The patient was experiencing episodes of sporadic unresponsiveness. The emergency department (ed) hcp was questioning if the issue was related to the pump or not. It was indicated that a physician knew about the episodes and thought it was not related to the pump. The patient¿s mother however brought the patient to the ed, and that ed physician wanted the pump to be stopped. On (B)(6) 2019, between 6:30 and 7 pm, the stopped pump was programmed. The hcp did a catheter dye study and the catheter looked patent and was in the intrathecal space as expected. It was noted that multiple times the patient has had their pump status confirmed post mris for various medical issues, and the patient has never said anything about this issue. It was noted that as per the patient, the issue has been sporadically occurring since 2014. It was further noted however that as per the patient¿s mother the issue was a few months ago, and it was indicated that the patient¿s mother was a better historian then the patient. The date (B)(6) 2019 is considered an approximate onset / date of event (specific year known only). Additional information was later received on 2020-may-14 from a consumer. The patient¿s mother reported that the patient has been having episodes of sporadic unresponsiveness and stated that the patient has been in and out of the hospital due to this. The patient had episodes where he was "throwing up non-stop" and having been in a "coma state" due to this. It was indicated that the patient was "hit with the cold stuff" and put in the intensive care unit (ICU) on a "breathing tube" due to this. The patient¿s mother thought there was "something wrong" with the patient¿s pump that was causing this to happen. The patient¿s mother thought the catheter was "split" and was causing the patient to experience a drug overdose causing these issues. It was noted that when they indicated their concerns with the catheter and patient possibly being in a drug overdose, they were told there were no issues with the pump. The patient had his medication turned down to the lowest setting due to this, and the patient was doing better and not having these episodes. The patient¿s mother requested that the hcp/company representative look at the catheter due to this issue. Today ((B)(6) 2020) the patient had the catheter checked and it was determined today that the patient¿s catheter was "split." It was confirmed that this was all a continuation of the event previously reported. The patient¿s mother thought the catheter should have been checked sooner. The patient¿s mother was redirected to follow-up with the healthcare provider to discuss the patient¿s symptoms / therapy. No further patient complications have been reported as a result of this event.